Event description:
Lap chole - "first clip did not fire; it was a blank fire. After other clips fired, a clip did not fully close. When the surgeon took the clip applier out of the pt, a clip was loaded to the side. Another clip applier had to be opened as the other one was not working properly."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.